Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2024. On (B)(6) 2023, the patient developed a rash extending beyond the patch perimeter. The patient had itching sensation in the area. Prior to sensor insertion the area was prepped with tagaderm. On (B)(6) 2024, the patient consulted a health care provider who prescribed an oral medication (cephalexin, unspecified dosage). No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).